Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 03-aug-2020, and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 04-aug-2020: distal cap, fixed type failed epoxy seal integrity inspection, image noisy, distal tip annual maintenance, passed wet leak test, passed dry leak test, prism lens chipped, fluid invasion not observed in pve connector, fluid invasion not observed in control body, image mild shadow. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, objective prism assy, distal case/cap, pcb for ccd k2 pb-free/ntsc, o-ring(0.5x1.3), body side cover for deflector. The video duodenoscope was delivered to the customer on (B)(6) 2020 under delivery order (B)(4).